Event description:
It is reported that the patient underwent a two-stage revision for infection due to septic bursitis. The second stage of the revision was completed on (B)(6) 2012 utilizing a knee fusion nail.

Manufacturer narrative:
This report will be amended when our investigation is complete.